Event description:
The site reported that the tube arm moved without command while the prestige si was in a vertical position with the tube head turned to shoot a patient's hand positioned below the tube. The tube arm contacted the patient's arm. According to the site, the patient sustained a bruise with no broken bones. The concern is for a serious injury if this were to recur.

Manufacturer narrative:
According to the ge field engineer (fe), the reported incident could not be reproduced. The fe repaired the mechanical damage from the incident and replaced the +5v power supply. An investigation is ongoing.